Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Interrogation of the pacemaker revealed an increase in capture thresholds on the right ventricular lead. The lead was repositioned to resolve the issue. The patient was discharged post procedure.